Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (tesla strength unknown). The patient's head was wrapped as an approved. Surgery to replace the magnet has been completed on (B)(6) 2019.